Manufacturer narrative:
Exemption number: e2014018. The products is not available for investigation. The device quality and manufacturing history records have been checked for all the lot numbers (52145546, 51966246, 51970581) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from these batches. No product available and therefore it is hardly possible to determine an exact conclusion and root cause. It is assumed that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. According to the quality standard and DHR files a material defect and production error can be excluded. Unfortunately due to a lack of data and without the product it cannot be determined the exact cause. There is the possibility that fragments of ge700su hi-line xs disp.activ c drill xl-1.5 have broken off. They could have caused the "tingling in the neck". Possibly a breakage of the instrument leads to broken off fragments. There is the possibility for an improper handling due to a mechanical overload situation.

Event description:
It was reported by the healthcare professional "after the patient's MRI scan of his knee and hip on the 3t scanner, as he approached the entrance of the door he said he experienced tingling in his neck. The patient said he had experienced the same feeling when he was previously scanned." Details of injury: no injury occurred to patient reported. Action taken: patient wasn't scanned. Additional information has been requested however, not yet received. If additional information is received a follow up report will be submitted. Components in use listed as concomitant devices are: hi-line xs disp.activ c drill xl-I d1.5 / ge700su; activ c implant flat size xxl 6mm / sw300k; activ c implant flat size xxl 6mm / sw300k.